Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised due to the ts stem breaking at the threaded junction of the femoral component. The femoral component and stem were revised.

Event description:
It was reported that the patient's left knee was revised due to the ts stem breaking at the threaded junction of the femoral component. The femoral component and stem were revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown triathlon femoral component was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: these inquiries report the failure of a primary total hip replacement due to femoral component fracture necessitating revision of all three components. It also reports the failure of the revision total knee replacement due to stem extension fracture. I can confirm that these events took place since I was able to review the xrays prior to revision and after revision when the stem failed. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral implant fracture and stem extension fracture are multifactorial including surgical technique factors, patient factors including activity level, weight and bmi, and implant factors. The surgeon elected to cement a press fit stem and I cannot determine if that was a contributing factor as well. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: an event regarding crack/fracture of the triathlon stem was reported. A review of the provided medical records by a clinical consultant indicated: these inquiries report the failure of a primary total hip replacement due to femoral component fracture necessitating revision of all three components. It also reports the failure of the revision total knee replacement due to stem extension fracture. I can confirm that these events took place since I was able to review the xrays prior to revision and after revision when the stem failed. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of femoral implant fracture and stem extension fracture are multifactorial including surgical technique factors, patient factors including activity level, weight and bmi, and implant factors. The surgeon elected to cement a press fit stem and I cannot determine if that was a contributing factor as well. No further investigation for this event is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened.